Event description:
It was reported that the pt received letter from dr. Advising of recall. Pt states she began having a pulling sensation and minor pain in the left hip in (B)(6) 2012. An MRI was taken and showed fluid on the hip. The dr recommends having a follow up MRI in a few months.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.